Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a kyphoscoliosis case with a hemi vertebrae at l1. The surgeon planned to use the guidance system to place screws at l2 and l3. All trajectories were executed with the guidance system using a scan plan workflow. All screws were lateral and superior. The cause of the deviation was not determined. The manufacturer representative noted that there was no movement of the surgical arm or navigation frame. There was no patient harm and the procedure was delayed less than an hour.